Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Following the primary knee the patient has never felt knee was stable and has on going pain. On opening the knee it was found that there was 5-8mm of gaping/ligament laxity on lateral side. The knee was revised to a stem, femur and tibia, was tc3 constraint insert. Knee appeared more balanced.

Manufacturer narrative:
A review of complaints databases did not identify any anomalies. The returned x-rays were reviewed by bioengineering and no implant fracture or disassociation was noted. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.